Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandmother reported hospitalization due to diabetes ketoacidosis. The blood glucose levels was 86 mg/dl and increased to 1001 mg/dl. Customer's blood glucose has been uncontrolled. Physician stated that customer is chronic diabetic. Caller stated that the increase in the blood glucose level was due to hormones and once in awhile an infusion set does not stick. Nothing further reported.